Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00506. The pt (B)(6) is implanted with percutaneous leads from two lots. It was reported the pt experienced a sharp when trying to increase the amplitude for one of the leads. Reducing the amplitude via programming allowed for an increase in stimulation without pain; however, the pt reported experiencing overstimulation during the session. The pt reports effective therapy relief from at least one of the leads but she is unable to increase the amplitude for the device. The physician suspects the lead in question may be implanted too deep. Surgical intervention will be undertaken at a later date to address this issue.